Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device dislocation ("migration of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included menarche. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included obesity, anemia, hypertension, hot flushes, menses irregular and hemorrhagic cyst. Concomitant products included cilest (trinessa) for heavy periods. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), scar ("scarring"), weight increased ("weight gain"), migraine ("migraines"), alopecia ("hair loss"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rubber sensitivity ("allergic to latex"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, pruritus ("itching"), eczema ("eczema"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), fatigue ("fatigue"), ovarian cyst ("ovarian cyst") and abdominal pain ("abdominal pain"). The patient was treated with surgery (in 2014 underwent ablation). Essure (ess205) treatment was not changed. At the time of the report, the perforation, device dislocation, genital haemorrhage, scar, weight increased, migraine, alopecia, dyspareunia, vaginal haemorrhage, menorrhagia, rubber sensitivity, urinary tract infection, vaginal infection, pruritus, eczema, headache, nausea, tooth disorder, dysmenorrhoea, pelvic pain, fatigue, ovarian cyst and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, dyspareunia, eczema, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, perforation, pruritus, rubber sensitivity, scar, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), allergic to latex, urinary tract infection, vaginal infection, itching, eczema, headaches, nausea, dental problems, dysmenorrhea (cramping), pain, fatigue, ovarian cyst, abdominal pain, she did not undergo essure confirmation test", reporter added from pfs. Concomittant condition added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device dislocation ("migration of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in a 30-year-old female patient who had essure (ess205) (batch no. 623316 , 623319) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included menarche, parity 3 and multiple cesarean sections. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included obesity, anemia, hypertension, hot flushes, menses irregular, hemorrhagic cyst, abdominal pain lower and human papilloma virus infection. Concomitant products included cilest (trinessa) for heavy periods. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), scar ("scarring"), weight increased ("weight gain"), migraine ("migraines"), alopecia ("hair loss"), dyspareunia ("dyspareunia"), menorrhagia ("abnormal bleeding (menorrhagia)"), rubber sensitivity ("allergic to latex"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, pruritus ("itching"), eczema ("eczema"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)/cramping"), pelvic pain ("pain"), fatigue ("fatigue"), ovarian cyst ("ovarian cyst"), abdominal pain ("abdominal pain") and hypersensitivity ("hypersensitivity reaction") with rash. The patient was treated with ibuprofen (motrin) and surgery (in 2014 underwent ablation). Essure (ess205) treatment was not changed. At the time of the report, the perforation, device dislocation, genital haemorrhage, scar, weight increased, migraine, alopecia, dyspareunia, vaginal haemorrhage, menorrhagia, rubber sensitivity, urinary tract infection, vaginal infection, pruritus, eczema, headache, nausea, tooth disorder, dysmenorrhoea, pelvic pain, fatigue, ovarian cyst, abdominal pain and hypersensitivity outcome was unknown. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, dyspareunia, eczema, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, perforation, pruritus, rubber sensitivity, scar, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 240 lbs. The patient tolerated the procedure well. The essure micro-insert was placed into the patient's right tube in similar fashion without difficulties. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Findings: a small uterus with normal adnexal, normal ostia, friable endometrium near right. Batch number 623319 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received. Lot number updated. Reporter's information, concomitant condition was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device dislocation ("migration of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in a 30-year-old female patient who had essure (ess205) (batch no. 623316) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included menarche. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included obesity, anemia, hypertension, hot flushes, menses irregular and hemorrhagic cyst. Concomitant products included cilest (trinessa) for heavy periods. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), scar ("scarring"), weight increased ("weight gain"), migraine ("migraines"), alopecia ("hair loss"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rubber sensitivity ("allergic to latex"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, pruritus ("itching"), eczema ("eczema"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), fatigue ("fatigue"), ovarian cyst ("ovarian cyst") and abdominal pain ("abdominal pain"). The patient was treated with surgery (in 2014 underwent ablation). Essure (ess205) treatment was not changed. At the time of the report, the perforation, device dislocation, genital haemorrhage, scar, weight increased, migraine, alopecia, dyspareunia, vaginal haemorrhage, menorrhagia, rubber sensitivity, urinary tract infection, vaginal infection, pruritus, eczema, headache, nausea, tooth disorder, dysmenorrhoea, pelvic pain, fatigue, ovarian cyst and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, dyspareunia, eczema, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, perforation, pruritus, rubber sensitivity, scar, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 240 lbs. The patient tolerated the procedure well . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Most recent follow-up information incorporated above includes: on 22-may-2018: pfs received, lot number added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device dislocation ("migration of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in a 30-year-old female patient who had essure (ess205) (batch no. 623316) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included menarche, parity 3 and multiple cesarean sections. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included obesity, anemia, hypertension, hot flushes, menses irregular, hemorrhagic cyst and abdominal pain lower. Concomitant products included cilest (trinessa) for heavy periods. On (B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), scar ("scarring"), weight increased ("weight gain"), migraine ("migraines"), alopecia ("hair loss"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rubber sensitivity ("allergic to latex"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, pruritus ("itching"), eczema ("eczema"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), fatigue ("fatigue"), ovarian cyst ("ovarian cyst"), abdominal pain ("abdominal pain") and hypersensitivity ("hypersensitivity reaction") with rash. The patient was treated with surgery (in 2014 underwent ablation). Essure (ess205) treatment was not changed. At the time of the report, the perforation, device dislocation, genital haemorrhage, scar, weight increased, migraine, alopecia, dyspareunia, vaginal haemorrhage, menorrhagia, rubber sensitivity, urinary tract infection, vaginal infection, pruritus, eczema, headache, nausea, tooth disorder, dysmenorrhoea, pelvic pain, fatigue, ovarian cyst, abdominal pain and hypersensitivity outcome was unknown. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, dyspareunia, eczema, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, perforation, pruritus, rubber sensitivity, scar, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 240 lbs. The patient tolerated the procedure well. The essure micro-insert was placed into the patient's right tube in similar fashion without difficulties. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Findings: a small uterus with normal adnexal, normal ostia, friable endometrium near right. Batch number 623319 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device dislocation ("migration of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in a 30-year-old female patient who had essure (ess205) (batch no. 623316,623319) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included menarche, parity 3 and multiple cesarean sections. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included obesity, anemia, hypertension, hot flushes, menses irregular, hemorrhagic cyst and abdominal pain lower. Concomitant products included cilest (trinessa) for heavy periods. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), scar ("scarring"), weight increased ("weight gain"), migraine ("migraines"), alopecia ("hair loss"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rubber sensitivity ("allergic to latex"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, pruritus ("itching"), eczema ("eczema"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), fatigue ("fatigue"), ovarian cyst ("ovarian cyst"), abdominal pain ("abdominal pain") and hypersensitivity ("hypersensitivity reaction") with rash. The patient was treated with surgery (in 2014 underwent ablation). Essure (ess205) treatment was not changed. At the time of the report, the perforation, device dislocation, genital haemorrhage, scar, weight increased, migraine, alopecia, dyspareunia, vaginal haemorrhage, menorrhagia, rubber sensitivity, urinary tract infection, vaginal infection, pruritus, eczema, headache, nausea, tooth disorder, dysmenorrhoea, pelvic pain, fatigue, ovarian cyst, abdominal pain and hypersensitivity outcome was unknown. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, dyspareunia, eczema, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, perforation, pruritus, rubber sensitivity, scar, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 240 lbs. The patient tolerated the procedure well. The essure micro-insert was placed into the patient's right tube in similar fashion without difficulties. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Findings: a small uterus with normal adnexal, normal ostia, friable endometrium near right. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received, reporter information updated, lot number added, event added :- hypersensitivity reaction, rash incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.